Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid would not close properly. The following information was provided by the initial reporter: according to the customer¿s verbatim report, the claw part of the lid was defective in molding, in other word, the complaint site was not separated properly from the mold, which prevented proper connectivity of the base and the lid.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid would not close properly. The following information was provided by the initial reporter: according to the customer¿s verbatim report, the claw part of the lid was defective in molding, in other word, the complaint site was not separated properly from the mold, which prevented proper connectivity of the base and the lid.

Manufacturer narrative:
Investigation summary: the DHR review process cannot be performed since there was no lot number provided for his report number. According to the photos received from customer, it can be seen the following: ¿ there is an obstruction by excess of plastic material on lid¿s skirt, which seems to be generated by a broken insert in the mold. Hence, the lid can¿t fit the base when trying to assembly by end user. According with this evidence, we can determine this issue as a manufacturing related topic since this kind of issues are generated due to a damaged on the mold (broken insert) during the injection molding process.